Event description:
Clinical study. Same case of MFR #6000089-2004-00833, 00832. Three days after a coronary drug eluting stenting procedure, a subacute thrombosis occurred. Target lesion 1 was identified in the mid right coronary artery (rca) with 95% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1(mid rca) was treated with pre-dilatation and placement of a 2.5 x 12 mm taxus express2 8.8% stent. Residual stenosis was 0%. Target lesion 2 was identified in the proximal rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 2(prox rca) was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus express2 8.8% stent. Residual stenosis was 0%. Target lesion 3 was also identified in the proximal rca with 90% stenosis and a 3.0 mm reference vessel diameter. Target lesion 3(prox rca) was treated with pre-dilatation and placement of a 2.5 x 16 mm taxus express2 8.8% stent. Residual stenosis was 0%. Following an 18-hour integrilin infusion, the pt was discharged the following day. Two days later, the pt presented to a local ER complaining of chest pain. EKG revealed st elevation in the inferior leads. The pt was given aspirin, beta-blocker, IV nitroglycerin, and heparin and then transferred to the enrolling hospital for further evaluation and treatment. The pt ruled in for myocardial infarction and was taken to cath lab for emergent angiography, which revealed an acute proximal occlusion in the rca that appeared to be in the stent. After initial restoration of flow in the rca, it was noted that the stented area looked very hazy and irregular ("moth-eaten"). With difficulty, the area was re-angioplastied and 3 bare metal stents were placed inside the taxus stents. The result was noted to be excellent. Once again, integrilin infusion was instituted and the pt was transferred to cicu. They were transfused with 1 unit prbcs secondary to a slight drop in hemoglobin. Two days later, the pt complained of a headache. The pt suffered a right sided hemorrhagic infarct and head CT scan showed a large area of blood products and edema in the right temporal and occiptal lobes. The pt was transferred to an inpatient rehabilitation unit to address residual deficits secondary to their stroke.